Manufacturer narrative:
The cause of the imprecise ctni results on one patient is unknown. Siemens is investigating the issue.

Event description:
Imprecise cardiac troponin I (ctni) results were obtained upon initial and repeat testing on one patient on an immulite 2000 xpi instrument. The sample was obtained from the patient in the emergency room. It is unknown if the same sample was repeated or if new samples were obtained to perform serial testing. It is unknown which result was considered correct and reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the imprecise ctni results.

Manufacturer narrative:
The initial MDR 2247117-2017-00041 was filed on march 27, 2017. Additional information (04/13/2017): additional information has been provided regarding the sample draw and results being reported to the physician(s). Corrected information (04/13/2017): the initial MDR indicates that a repeat run was not performed on the original sample draw (sample ID (B)(6)). Correct information has been received. The original sample was repeated, which resulted similar to the first run, however, the customer did not provide the actual value. Additional information (05/05/2017): a siemens headquarters support center (hsc) specialist reviewed the data provided by the customer. The hsc specialist stated that the pre-analytic variables can affect the quality of the sample. Additionally, deviation from the recommended practices can lead to the erroneous results. A siemens technical application specialist supported the customer on pre-analytical sample handling issues. The customer has been provided with the special sample collection tubes such as clot activator and serum separator gel tubes. The sample handling procedures have been reviewed at the customer site and improved to the international standards. There have been no additional discordant results. The cause of the discordant, falsely elevated ctni results on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (ctni) results were obtained on one patient sample upon initial and repeat testing on an immulite 2000 xpi instrument. The sample was obtained from the patient in an emergency room. The discordant results were not reported to the physician(s). A new sample draw was obtained from the patient and was repeated twice, resulting lower. A second sample draw was obtained from the patient and was repeated multiple times, which resulted lower than the results obtained from the original draw and higher than the results obtained from redraw 1. All repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated ctni results.